Manufacturer narrative:
Video review: video evaluation, video on the lens preparation is not provided. The nozzle is inserted into the eye up to the wound guard. The iol is advanced at the pause location. Iol appears to be in an acceptable position for the advancement. As the iol is advanced through the nozzle into the eye, a white string like foreign material can be seen near to the unfolding haptic. As the iol is implanted and begins to unfold, the white string like foreign material is seen in the middle of the optic. The foreign material is removed with a surgical tool. Based on our observation of the attached video, there appears to be foreign material on the iol. A definitive determination of "fiber-like foreign material" cannot be made without the evaluation of the physical foreign material. A final root cause cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract extraction with an intraocular lens (iol) implant procedure, a white fiber-like foreign material came out with an intraocular lens when implanted. The foreign material was removed by irrigation and aspiration and there was no patient harm after that. The surgery was completed without product replacement. The lens remained in the patient's eye. Additional information was requested, but further no information was available.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).